Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she went to turn over in the bed the other night and had a hurting feeling like a pulled muscle. She saw the doctor the next day and they "tested the stim lines" and stated they were working and indicated that it was a pulled muscle. The patient did not agree with that because she had gotten up 6 times to urinate and had been urinating a lot during the morning and having kind of a stomach ache and the pain was going "all the way across where the stimulating thing had gone in". The patient also reported having all kinds of crazy feelings and that her feet were turning red at the bottom which the doctor also checked and stated that was just poor circulation in both legs and there was not infection or anything like that. The patient was wondering if she had to turn the device off. She also indicated that she did not like the interstim. It was noted that the change in therapy/symptoms were sudden. No further complications were reported or are anticipated.